Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2025; explant date (B)(6) 2025 brand name vectris surescan; product ID 977a275 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2025; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported that the patient had repositioning surgery six weeks ago and was told it would take about six weeks for the wires to calcify in there. Agent asked, caller clarified the patient had the leads revised. Caller said the patient was not getting any relief from the device right now and needed an adjustment. Caller stated pain started since the lead revision. Patient went back to their doctor two weeks later and had an adjustment, but it only worked for one day. Caller asked to meet with manufacturer representative (rep). Agent reviewed role of rep and provided national answering service (nas) phone number. The caller was redirected to the patient's healthcare provider (hcp) to further address the issue.